Event description:
Abbott customers experienced calibration failures due to out of specification high results for the prism hiv-1 group o positive assay control 2 (opc) component of the prism hiv o plus reagent kit lot 87334m500. When the opc results do not meet specifications, the prism channel shuts down and no results can be reported. The failure is related to the opc control itself and to no other components of the reagent kit. A product recall was issued and reported under 21cfr806 for the prism hiv o plus assay to the FDA (B)(6) district on (B)(6), 2010. Abbott has not received any reports of adverse events related to this issue.

Manufacturer narrative:
(B)(4). The analysis results found that device (a) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (b) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure the trocars were leaking. There were 5mm graspers inserted in both devices. The device would only leak when the insufflators was attached to the housing of the trocar. The case was completed with the same devices. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).